Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure the hydrophilic coating of the distal tip detached and fell into the patient. The hydrophilic coating was retrieved from the patient using a cook balloon. The original jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure the hydrophilic coating of the distal tip detached and fell into the patient. The hydrophilic coating was retrieved from the patient using a cook balloon. The original jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Exact patient age is unknown, however reported to be approximately (B)(6). A visual examination of the returned device found the pebax coating completely detached from the core wire with no remnants of adhesive. All the outer diameter measurements were confirmed to be within specification. The reported event of guidewire distal tip detached was confirmed through analysis of the returned device. The most probable root cause of this event is a manufacturing issue. Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.